Event description:
Oversensing on the atrial lead resul ting in inappropriate event detections. Appears to be noise/emi. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).